Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims end user was stuck in tilt for about 2 hours when the front towers pulled up out of the frame and the end user fell backwards to the ground hitting his head.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the alleged incident was due to user error.

Event description:
Claims end user was stuck in tilt for about 2 hours when the front towers pulled up out of the frame and the end user fell backwards to the ground hitting his head.